Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system in 2004. According to the complainant, the patient experienced an unknown injury in 2004. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.